Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: daily insulin delivery totals correctly reflected the user's programmed basal rates. There are no suspends in the pump history around the time of the reported high bgs. Pump was suspended. Pump gives appropriate ¿no basal delivery pump is suspended¿ warning. Unable to perform all steps due to recurring replace battery alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the patient contacted animas alleging that he awoke with elevated blood glucose (bg) over 500mg/dl with vomiting, nausea, and thirst. The patient reportedly gave boluses via the pump and drank a lot of water to treat the elevated bg, and stated that his bg returned to 80mg/dl and he was feeling much better. The patient stated that he went swimming the previous day and had intentionally suspended the pump while he was swimming. The patient stated that when he reconnected the pump afterwards, he forgot to resume. There is no indication or allegation of a pump malfunction at this time. This complaint is being reported because the patient allegedly experienced severe hyperglycemia while using insulin pump therapy with use error determined as the cause.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.